Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
This event is part of cf163 clinical study. It was reported that one (B)(6) male patient underwent pulmonary vein isolation (pvi) procedure and suffered post-procedure bleeding groin and had urgent surgery. The issue was resolved without sequelae. The patient had medical history of symptomatic atrial fibrillation, atrial flutter and ischemic cardiomyopathy. The principal investigator assessed this event as definitely procedure-related. Suspected device is slo sheath (st jude medical), 8.5fr, catalog # 407451. However bwi takes conservative approach to report this event under smarttouch thermocool ablation catheter.

Manufacturer narrative:
The device history record (DHR) for the lot number 17285421m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.